Manufacturer narrative:
H10: h3,h6: the device, which was used in a procedure, was not returned for evaluation. Visual inspection and functional testing could not be performed. A relationship, if any, between the device and the reported incident could not be confirmed. A review of the manufacturing and complaint records could not be performed because the part number and serial number were not provided. Factors that are known to contribute to the alleged fault/failure may include wear from use or a defective component. This failure mode will be trended to assess for any necessary corrective actions.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the ball and socket part of the advanced supine hip positioning system (on the operative table leg to move the traction boot) did not lock and kept falling to the side, therefore unable to properly internally or externally rotate the patients leg. It was not reported if there were any delays in a surgical procedure or if a smith & nephew device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.